Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn attempted to use 20g 1 inch port-a-cath for daily lab work. The tubing of the port was discovered to be cracked when leaking was noted when flushed. Line was heparin locked at the time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn attempted to use 20g 1 inch port-a-cath for daily lab work. The tubing of the port was discovered to be cracked when leaking was noted when flushed. Line was heparin locked at the time.